Manufacturer narrative:
Correction: d4: medical device lot #: 2004139. The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-09. H6: investigation summary: a device history record review was performed for provided lot number 2004139 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, samples were returned for evaluation by our quality engineer team. Through examination of the samples, white particles were observed within the syringes. We have concluded that the particles are composed of the slip agent used in the manufacture of this syringe product. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe had plastic filaments inside that came from the plunger. The following information was provided by the initial reporter, translated from french to english: "presence of plastic filaments in the body of the syringe coming from the plunger".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot # [2004139] was not found for the reported catalog # [300629]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe had plastic filaments inside that came from the plunger. The following information was provided by the initial reporter, translated from (B)(6) to english: "presence of plastic filaments in the body of the syringe coming from the plunger".